Event description:
It was reported that the customer's insulin pump was alarming motor error. No blood glucose value was reported at the time of the call. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with motor error alarm basic during occlusion test due to faulty force sensor. Motor passed motor test. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.